Event description:
It was reported via repair work order that the cot does not release from the fastening system. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the cot does not release from the fastening system. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
It was found that the legs of the unit would not lower when the cot was being removed from the ambulance. It was reported that the manual release cable was broken.